Manufacturer narrative:
It was reported that two devices were not "calibrated correctly". There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that two devices were not "calibrated correctly".